Event description:
Physician reported ¿textured to smooth biocell" and "ruptured implants.¿ the device has been explanted. Later it was reported right side was ruptured.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: deformation, fold creases, wear abrasion, cloudy gel. And was observed after autoclave cycle: air voids between shell and gel. A weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No openings found.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time.

Event description:
Physician reported ¿textured to smooth biocell" and "ruptured implant.¿ affected side is the right. The device remains implanted.